Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the biopsy channel was clogged with foreign material. The foreign could not be removed even by following the proper reprocessing steps. The user¿s complaint of clogging was confirmed. Other observations for the device are: distal end rubber coating (a-rubber) glue is cracked; connecting tube was protruding; and universal cord has buckles. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation and repair of the issue of clogging. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the biopsy channel was clogged with foreign material. The foreign could not be removed even by following the proper reprocessing steps. This medwatch is being submitted for the reportable issue of the foreign material found in the biopsy channel during device evaluation.

Manufacturer narrative:
Additional information has been received from the customer. Correction is being made to g3 date of the initial MDR. This supplemental report is being submitted to provide this information. Per the gastroenterologist, there was no problem during the endoscopic procedure. The become aware date of the initial MDR should be mar 16, 2022 (and not mar 22, 2022).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. - foreign material clogged in biopsy channel. - the bending section rubber glue was cracked. - insertion tube was protruded. - universal cord was kinked. - forceps passage was failed. - suction volume was insufficient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not able to identify the foreign material nor specify the cause of the material being clogged in biopsy channel. Since foreign material can be removed by adequate reprocessing, there was possibility of insufficient reprocessing conducted by the user. The event can be detected/prevented by following the instructions for use which state: reprocessing manual_precleaning the endoscope and accessories -warning-if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -presoaking the endoscope-if manual cleaning could not be performed within 1 hour after the patient procedure or if you are not sure whether manual cleaning could be performed within 1 hour, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Olympus will continue to monitor field performance for this device.